Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead's electrode end was contaminated with dye. The guide wire got stuck in the lead. The right ventricular (rv) lead was never in service. No adverse patient effects were reported.